Event description:
It was reported that this left ventricular (lv) lead presented a lack of capture and when examined by x-ray imaging, it was found to have dislodged. Additionally, the issue was confirmed through a pacing system analyzer (psa). A new device was implanted. No additional patient effects were reported.